Event description:
It was reported that oversensing was observed on this ra lead. No adverse patient effects or interventions were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).